Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient implanted for malignant pain. The caller reported that the controller displayed a ¿settings not available¿ message. They stated that they attempted to use the stimulation again, and was getting the message. The caller noted that they tried decreasing/increasing stimulation, but the issue remained unresolved. Patient services walked the caller through changing from group a to group b where the patient was able to change and see stimulation settings, but still saw the ¿settings not available¿ message after trying to increase stimulation. The caller was redirected to follow-up with their healthcare provider to discuss the settings not available. Additional information was received from the patient reporting that the unit failed to work regarding the settings. It was reported that a manufacturer representative (rep) got it working again, but the patient was limited on part of it and they were unable to raise and lower the stimulation. Additional information was received from a healthcare provider (hcp). It was reported that the cause of the "settings not available" screen was determined. The patient had 2 electrodes out of range. It was also reported that the patient requires high amplitude to feel stimulation. Due to the high amplitude required and the system limitations the patient is limited in use. No further complications were reported or anticipated.